Event description:
The caller reported an issue with incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level. The customer service team assisted the caller in updating the pump time and advised them to monitor the device. They suggested following up if the time discrepancy of more than five minutes recurred, which the caller acknowledged and understood.